Event description:
During the programming session after the implant surgery, a communication error was noted between the implant and the external equipment. There was also poor pain coverage due to lead migration. The physician decided to reposition the leads and replace the implant with another advanced bionics spinal cord stimulator. The pt was successfully reimplanted and programmed.